Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states she was backing up to turn her chair around and after she released her hand off the joystick the power chair still continued to back up another inch or two resulting in her putting a hole in the drywall of her home.